Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation received on (B)(6) 2021, with catalog number 619304. Analysis of the returned device identified: wear abrasion, crease fold, white particles inner the shell and opening on valve. Leak test and microscopic analysis was performed which identified: opening crack on valve and delamination (75% partial separation). Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure) a cracked valve seat diaphragm valve.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.